Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with shortness of breath, bradycardia, and hypotension. The patient further experienced asystolic cardiac arrest which required cardiopulmonary resuscitation (CPR). The implantable pulse generator (ipg) device exhibited pacing failure. The leads were suspected of dislodgement. The patient subsequently died.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of device memory indicated unstable thresholds in the right ventricle. Analysis of the device memory indicated an r-wave amplitude measurement issue. Variable and low amplitude r-waves were observed. If information is provided in the future, a supplemental report will be issued.